Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract surgery, the phacoemulsification handpiece got warm and functioned only for a short time. The surgery was completed by replacing the handpiece. Additional information has been requested.

Manufacturer narrative:
The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. Based on the results of this investigation, and no handpiece received at the investigation site for evaluation, the reported event was unable to be confirmed. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The root cause of the reported event could not be determined. Therefore, no further actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received clarified that event occurred during sculpt mode of a cataract surgery. No system message was displayed. Thee was no harm to the patient.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).